Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker demonstrated an impedance issue along with reduced r-wave amplitude variation. No intervention was performed, and the patient will continue to be monitored.

Event description:
Additional information received indicated that the pacemaker exhibited low impedance.